Event description:
The bipap a40 was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, results indicated that the reported complaint could not be duplicated in run in test in service center. The following critical error codes were noted in the error logs: e-37, e-41, e-96. There was no harm or injury reported. The system pca was replaced to rectify the problem. It was confirmed that they were no visible foam particles. There were secondary findings of dust and dirt. The device was serviced, tested and inspected and met the acceptance criteria. Eval in ra 309446093.